Event description:
It was reported that the cartridge was not fitting properly on the pump, causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer took corrective action by administering a correction injection with multiple daily injections (mdi) and did not require assistance from a third party. Eventually, the customer resolved the issue by replacing the cartridge and informed technical support that she would receive a new pump from her insurance, after which she no longer required further assistance, leading to the closure of the case.